Event description:
It was reported that "pink liquid" was seen in the driveline tube. It was noted that the balloon could not be stored in the sheath; therefore, the catheter had to be surgically removed. Blood was mixed in the balloon of the removed catheter, and the tip and the shaft of the balloon were bent. As a result, the staff stopped the iabp and removed the catheter. The case was discontinued.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported, that "pink liquid" was seen in the driveline tube. It was noted, that the balloon could not be stored in the sheath. Therefore, the catheter had to be surgically removed. Blood was mixed in the balloon of the removed catheter. And the tip and the shaft of the balloon were bent. As a result, the staff stopped the iabp. And removed the catheter. The case was discontinued.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. During the investigation of the returned device, blood was confirmed, within the helium pathway. Upon return, there was a damaged/broken central lumen and damaged bladder with leak sites. Either damage can result in a helium pathway leak and cause blood to enter the helium pathway. It could not be determined, what caused the blood to enter helium pathway or when the damage occurred. According to the information reported. It was confirmed, that an attempt was made to remove the iabc through the sheath. Which could be a potential cause of the damaged iabc. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath. And attempted removal in this manner may result in arterial tearing, dissection or balloon damage". An in-service has been requested, to review the instructions for use (IFU) with the customer. The root cause of how the blood entered the helium pathway is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed, the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.